Event description:
A malfunction alarm labeled as alarm 20 was reported during pumping. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and although the customer was not familiar with putting the pump into storage mode, they received instructions and acknowledged understanding. The customer was advised to use multiple daily injections as a backup therapy while waiting for the replacement, and they agreed to return the problematic pump using a pre-paid label within 10 days.